Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to device manufacture date. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined a possible cause was leaking from the crack on the detergent nozzle due to deterioration of the nozzle. The leaked detergent likely came in contact with the harness connector which burned the detergent.

Manufacturer narrative:
The field service technician arrived and removed all covers and found the bottom of machine was covered with detergent. The detergent tubing was cracked at the candy cane connection causing contamination on all parts below the connection. Removal of the motors and components below required cleaning. Equipment repaired and verified according to OEM instructions. Software attributes have been verified and confirmed. Equipment passed the electrical safety test. The cause can be attributed to user handling or technique. No further information was reported.

Event description:
The customer reported to olympus that the device had a smoking/burning smell. The endoscopy department called engineering/facilities thinking it was an electrical issue in the wall. No visual charring or melted plastic observed. There was no patient injury reported.